Event description:
It was reported that the device was at early elective replacement indicator and was explanted and replaced. The chronic left ventricular (lv) lead was not capturing due to the anatomical placement of the lead. The attempt to place the new lv lead failed due to the patient's anatomy. The physician implanted a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224trk bi-ventricular (bi-v) defibrillator (B)(6) 2010; 6947-65 implantable tachy lead (B)(6) 2005; 4076-45 implantable pacing lead (B)(6) 2010. (B)(4).